Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high elecsys hcg + beta test system result for one patient. The results for the patient were: (B)(6) 2017: 30493.0 iu/l. This result was confirmed by ultrasound. On (B)(6) 2017, the patient had a "voluntary termination of pregnancy". (B)(6) 2017: 854.3 iu/l; (B)(6) 2017: 937.0 iu/l; (B)(6) 2017: 24.72 iu/l; (B)(6) 2017: 555.7 iu/l, this result was questioned by the patient; (B)(6) 2017: 12.66 iu/l, repeated in another laboratory on (B)(6) 2017 was 13.0 iu/l. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided.

Manufacturer narrative:
A specific root cause could not be determined. The most likely root cause was poor proper sample quality due to clots/fibrin or contaminated samples. Other possible causes include contamination on the gripper or sample probe or splashing from another sample. The provided pre-analytical information showed improper handling, but the analyzer alarm trace had a few "aspiration abnormal" alarms. A general reagent issue could be excluded.